Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The patient was given antibiotics. The entire right ventricular, left ventricular, and atrial leads were explanted and replaced by the physician. The pacemaker was repostioned. The patient was in stable condition throughout the procedure.